Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. It was indicated that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. On (B)(6) 2026, the patient¿s cgm was reading 66 mg/dl. The patient was feeling dizzy, nauseous, her lips became numb, and she ¿felt faint¿. The patient then tested her bg meter reading which was 33 mg/dl. She also reported that her cgm values were ¿all over the place¿ and that she would also ¿lose connection¿. There was no documentation of what medication or treatment the patient may have taken for hypoglycemic reversal. The patient replaced her sensor. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional event or patient information is available.